Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a right ventricular intrinsic amplitude out of range alert was triggered for this pacemaker system with a non-boston scientific right ventricular (rv) lead. Review of device data identified low rv intrinsic amplitude measurements and intermittent rv undersensing on presenting and stored intracardiac electrograms. Technical services (ts) noted that the rv intrinsic amplitude had also been low at the most recent office interrogation. The rv sensitivity was programmed to 0.75 mv and appeared to have been previously optimized. Presenting electrograms demonstrated automatic pace threshold tests were successful. Further review was recommended. This pacemaker remains in service. No adverse patient effects were reported.